Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2023". If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced symptoms described as " was not able to wake up since blood sugar was too low," a loss of consciousness and was unable to self-treat. Customer had contact with a third-party who provided unspecified dose of oral insulin as treatment. There was no report of death or permanent impairment associated with this event.